Event description:
The adverse event occurred outside us, in great britain. A patient reported on (B)(6) 2025, that several devices were received by the patient with broken primary packaging seal, compromising the sterile barrier of the device. The device is a sterile, single-use intermittent urinary catheter, lofric primo nelaton male 40cm ch12. Products with two different lot numbers were involved. Lot: 664407, manufacturing date: 17 january 2025, expiry date: 17 july 2028, lot: 669391, manufacturing date: 13 june 2025, expiry date: 11 december 2028, it is unknown if the patient used any of the devices. No harm is reported.

Manufacturer narrative:
Batch documentation and production data have been reviewed for both lot numbers, and no relevant problems or deviations were registered. No earlier complaints are registered for either of the two lot numbers. The only information provided by the patient is that several devices were received by the patient with broken primary packaging seal, compromising the sterile barrier of the device. Described in this way by the patient "blue plastic seal is broken leaving the catheters loose in the box poking out at the end." It is unknown if the patient used any of the devices. No harm is reported. The manufacturer has tried multiple times to get more information from the patient about this adverse event, but the patient is unresponsive. The manufacturer has also asked for products to be returned but no products have been returned. Since no products samples were available, examination could not be carried out. And the root cause of this adverse event could not to established.

Manufacturer narrative:
Investigation is on-going. The manufacturer is trying to get more information from the patient about this adverse event. The manufacturer has also asked for products to be returned. A follow-up report will be submitted when investigation is completed.

Event description:
The adverse event occurred outside us, in great britain. A patient reported on (B)(6) 2025, that several devices were received by the patient with broken primary packaging seal, compromising the sterile barrier of the device. The device is a sterile, single-use intermittent urinary catheter, lofric primo nelaton male 40cm ch12. Products with two different lot numbers were involved. Lot: 664407, manufacturing date: 17 january 2025, expiry date: 17 july 2028. Lot: 669391, manufacturing date: 13 june 2025, expiry date: 11 december 2028. It is unknown if the patient used any of the devices. No harm is reported.